Manufacturer narrative:
Pectus excavatum (pe) treatment was performed with one bridge, consisting of one bar and two clips. The recommendation for pe is the use of 3 bridges. The reoperation (explantation) was performed 19 months after implantation. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the pt is mandatory. It is recommended to see each pt in reasonable intervals (every 4-6 months). Material was not available during this report for an inspection. Lot numbers are not available for reporting about production and material details.

Event description:
Deformity treatment pectus excavatum, details (haller index, symmetric/asymmetric) are not available. Pt = female, born (B)(6) 1991. Operation date: (B)(6) 2012. The 2 stratos clips ref 012-02450, both broken in the angle date of breakage not detectable, post-operative problems/observations: wound pain. Explantation (B)(6) 2014. Products available for inspection: no information available.